Event description:
During an endoscopic esophago-gastro-duodenoscopy (egd) procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that when the nurses tried to press the red activation button, no powder was expelled [unable to spray - subject of report]. They opened a new piece [hemospray] and prepared it the same way and the second device worked normally. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e: phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear biohazard bag. A lot number was not provided with the returned device. Our evaluation of the product said to be involved confirmed the report. Not all components were included in the return, no catheters were returned, therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was not observed within the device nozzle or on the outside of the device. When tested as returned the device did not spray however slight movement of the powder was noted within the powder chamber. The co2 cartridge audibly discharged upon deactivation and the cartridge was fully punctured. The regulator popped upon deactivation, ejecting the lance, black o-ring, metal ball bearing, spring and white o-ring. A visual examination of the lance showed it to be beveled. The black o-ring was present however it's position in the handle could not be evaluated as it was ejected during deactivation. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). The handle was disassembled, and the tubes were disconnected for removal of any powder. A loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber. A small amount of loose powder without clumps was also present in the back tube connecting the powder chamber to the low-pressure valve. A visual inspection of the powder chamber's center downtube and cannula found them to be unobstructed. An inspection of the diffuser plate found it to be clear. The low-pressure valve was disassembled, no powder or abnormalities were found within the valve. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report of unable to spray. A definitive cause for this observation could not be determined. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.